Event description:
Suspected lead failure due to heart rate dropping into the 30s and 40s, asystole observed while admitted to the ER, and syncopal episodes. Device failing to capture the heart. Home monitoring data shows rising rv pacing impedance and higher rv threshold (approximately 3v). Physician plans to replace system. Lead is currently implanted. Should additional information become available, this file will be updated.

Manufacturer narrative:
Lead was explanted and replaced on (B)(6) 2024. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes. Lead was explanted and replaced on (B)(6) 2024. Upon receipt, the lead under complaint was subjected to an extensive analysis. An extraction aid was found inside the lead body. The analysis showed a bent is-1 connector. The deformation probably occurred when removing the lead from the header. Furthermore, the insulation and conductor coil were found stretched and damaged at 24 cm distal to the is-1 connector pin. These damages most likely resulted from the extraction procedure due to tensile stress. Additional damages into the insulation were found between 19.5 and 25 cm proximal to the lead tip. These damages probably occurred due to surgical tools during the extraction procedure. However, a thorough root analysis of the lead did not show any deviations which might have led to the reported clinical observations. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.